Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leakage from around auto infusion valve occurred during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
After further review and discussion with manufacturing qa, it was determined that this event of leakage from around auto infusion valve does not meet requirements for reporting as a malfunction.